Manufacturer narrative:
Device manufacture date: january 11, 2016 ¿ january 13, 2016 the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The drug was filled manually via syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction/additional information: lot number. Should additional relevant information become available, a supplemental report will be submitted.